Event description:
It was reported that device was returned and analysis was performed finding a necked down coil near terminal end. No additional adverse patient effect were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that patient experienced an anatomical perforation by a lead , no additional adverse patient effects were reported.